Event description:
Patient underwent cardiac catheterization. At the end of the procedure, as the catheter was being pulled from the groin, the sheath broke. Part of it was outside of the patient's body, so the physician was able to grasp it with hemostats and retrieve the sheath. The patient was sent to the peripheral vascular lab for duplex studies to evaluate the artery. There were no sequela to the patient.